Event description:
In 2009, the pt stated that an e4 (occlusion) error was displayed on the infusion device while she was attempting to deliver a bolus. She changed her infusion set and completed the bolus without error. Prior to the report, another e4 was displayed while attempting to bolus. The insulin cartridge had been in use for 1 day. She stated that she has 2-3 adapters that she rotates using and each adapter has been used with more than 10 insulin cartridges. She was advised to change the adapter with every 10th insulin cartridge change. She stated that the infusion tubings from her current box do not click into the infusion site like normal and she feels resistance. She attached an infusion tubing from a new lot and stated that it connected to the infusion site properly. She completed the bolus without error. She stated that her blood glucose was elevated to 486 mg/dl due to the errors. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The pt was sent replacement infusion sets and adapters. The infusion set and adapter was requested to be returned for evaluation.